Event description:
It was reported that due to right ventricular (rv) failure, the patient was taken back to the operating room on (B)(6) 2023, for a centrimag right ventricular assist device (rvad) placement to allow for chest closure and the patient¿s heart to rest. The patient decompensated and labs were performed that revealed acute renal failure. There was also a concern that the patient had bowel ischemia and a cerebrovascular infarct. Brain imaging was not obtained to confirm whether a cerebrovascular accident occurred, but patient was never neurologically purposeful after being off sedation for several days. The patient¿s family decided to withdraw care and the patient expired on 06jul2023 due to multi-system organ failure. Related manufacturer report number for lvad: 2916596-2023-04855.

Manufacturer narrative:
Section b5: patient death is reported under related manufacturer report number 2916596-2023-04855. Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag device could not be conclusively established through this evaluation. The device was reported to operate as expected. No autopsy was performed and the centrimag device was not returned for investigation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The united states centrimag blood pump instructions for use (IFU) (rev. 09) lists death, multiple types of organ failure and dysfunction (hepatic dysfunction, renal failure/dysfunction, respiratory failure, and right heart failure), thromboembolism, and neurologic dysfunction as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events.¿ the IFU contains the following additional warnings and precautions: IFU warning #10: possible side effects include but are not limited to: embolic phenomena. IFU warning #16: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: potential risk to the patient should be evaluated prior to changing a centrimag vad. IFU warning #18: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #10: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #14: always have a spare centrimag blood pump, back-up console, and equipment available for change out. No further information was provided. The manufacturer is closing the file on this event.